Manufacturer narrative:
The user experienced a seizure resulting in loss of consciousness and hospitalization while using the ilet. This situation can result in acute medical instability requiring inpatient evaluation and is consistent with the reported emergency department visit and admission for diagnostic workup. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed normal setup and operation of the ilet on the event date, with no evidence of abnormal insulin delivery or device error. The event was reported as not related to diabetes or glucose control. Based on available information, the event was attributed to non-device-related clinical factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 21-nov-2024 it was reported that on (B)(6) 2024 the user experienced a seizure with loss of consciousness, resulting in hospitalization. The user was evaluated in the emergency department and admitted, receiving diagnostic testing and monitoring. The user was discharged after several days and no long-term health effects were reported.